Event description:
A caller reported experiencing two alarms, alarm 2 and alarm 26, associated with occlusion events. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.